Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, there was difficulty inserting the catheter into the coronary sinus and force was used. When using contrast fluid, a small coronary sinus dissection was observed and physician believed that a pericardial effusion had occurred. Implant continued without complications. Eco exam was performed and everything was good. The patient medical condition was good.